Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the other evaluation findings are as follows: the bending section cover has a scratch; the adhesive on the bending section cover has a chip; the angulation lever is deformed; the label on the light guide connector is peeled; the venting connector of the light guide connector is deformed; the light guide cover glass is deformed; the video connector case is deformed; the video connector is deformed; due to a pinhole on universal cord, water tightness is lost; and, due to wear of angle wire, the bending angle in the up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited the adhesive around the objective lens is peeling off. There were no reports of patient involvement.